Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate reported: it was reported that on (B)(6) 2022, the physician was treating the patient for a type a transverse arch acute dissection approximately three months post transcatheter aortic valve replacement. The physician had mid sternum surgical exposure and was attempting to deploy a gore® tag® conformable thoracic stent graft with active control system into the transverse aortic arch retrograde and without a sheath or guidewire. The device deployed and was in place but there was a string still attached at the end of the graft and to the delivery catheter (it is unknown which string remained attached; the field sales associate was not at the procedure). The physician had to use surgical scissors to detach the string from the device. The delivery catheter was destroyed at the hospital after use. After deployment the physician noticed a broken piece of plastic inside the delivery handle. The patient tolerated the procedure with no adverse event.